Event description:
Bvi visitec anterior chamber cannula (rycroft) .30 x 22 mm used on luer lock syringe. This is the 3rd case where the cannula "pops" off the syringe while in use. Case #1 - no damage to eye. Case #2 - damage to eye as the cannula "popped" off during use while injecting in eye. Case #3 - minor damage/bleeding due to same issue. Cannula popped off during injection.